Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and noted that the white blood cell (wbc) background was elevated. The fse proceeded to replace the blood sampling valve (bsv) assembly and pads to resolve the rbc and wbc issues. (B)(4).

Event description:
The customer reported obtaining out of specification red blood cell (rbc) quality control (qc) results from the unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. The customer requested for service to evaluate the instrument.